Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tmvr procedure with a 23mm sapien 3 ultra resilia valve, there was difficulty experienced while positioning the valve across the surgical valve. While attempting to reposition the valve during deployment, the stent frame of sapien 3 ultra resilia valve may have caught on part of the surgical valve. Therefore, the team was unable to freely pull device back into position. The valve embolized ventricular, and the patient was converted to bailout to remove the device via heart apex. A vascular injury occurred that was unrelated to an edwards device, and the patient passed away. Per report, the surgeon grabbed the wire with snaps and when they pulled, it sliced through the left ventricular. The surgeon was unable to successfully repair the vascular injury.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with pre-existing valve/ring and thv embolized into ventricle were unable to be confirmed due to unavailability of relevant imagery/medical report. As reported, 'during a tmvr procedure with a 23mm sapien 3 ultra resilia valve, there was difficulty experienced while positioning the valve across the surgical valve. While attempting to reposition the valve during deployment, the stent frame of sapien 3 ultra resilia valve may have caught on part of the surgical valve. Therefore, the team was unable to freely pull device back into position. The valve embolized ventricular, and the patient was converted to bailout to remove the device via heart apex.' In this case, the s3ur frame got caught on the pre-existing surgical valve during thv positioning manipulations. Per additionally clarified information, the valve was initially positioned too ventricular. Depending on the device maneuvering techniques tied to this low placement, it is possible that this device positioning technique could have given rise to undesired interactions with the preexisting surgical valve. As such, available information suggests that patient factors (preexisting surgical valve) and/or procedural factors (valve positioning technique) may have contributed to the complaint event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the thv surgical valve interaction likely prevented the low-placed thv from being repositioned for deployment within intended landing zone. The low valve placement could have led to compromised anchoring forces between the thv and target site upon balloon inflation, causing the thv to embolize into the ventricle. As such, available information suggests that patient factors (interaction with preexisting surgical valve) and/or procedural factors (malpositioned thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.